Manufacturer narrative:
The cartridge user guide indicates to use room temperature insulin when loading the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 291 mg/dl. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site. However, the customer indicated that cold insulin was used to load the cartridge. The customer changed out the site and resumed insulin delivery. A correction bolus was delivered to address the bg level.